Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6 MDR section codes updated/corrected: b the reason for the revision reported cannot be confirmed from the information provided but may be due to wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 136-36-52 - nv gxl lnr, +5lat, 36mm g2-52/54mm cups, 164-13-10 - novation element ro s/o col sz 10, 170-36-00- biolox delta femoral head 36mm od, +0mm, 180-65-20 - alteon 6.5mm screw, 20mm, 180-65-20 - alteon 6.5mm screw, 20mm, 186-01-52 - integrip cc, cluster 52mm, g2, the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the right side on an unknown date. Subsequently, the patient underwent a revision for an unknown reason. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.